Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter and their health care provider alleged that history was missing from the pump. Reportedly, there were several gaps in the pump¿s bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the bolus history showed that boluses appeared inconsistent due to a time/date issue. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully. Both boluses were accurately recorded in the pump history. The history/settings issue was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.